Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor gel implants and experienced bilateral ruptures post-operatively, as well as symptoms including pain on the left side, joint pain, hair loss, and blurred vision. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the second of two devices.

Manufacturer narrative:
On 8/26/2019, mentor received additional information indicating the patient's previously unknown devices were mentor memorygel breast implant 400cc, catalog# 3544007, lot# 184024 (left), lot# 170357 (right). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 23, 2020, mentor received additional information confirming the following: the date of event was updated to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 4, 2021, mentor received additional information indicating the patient underwent explantation on (B)(6), 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture, generalized illness symptoms. Section d6b, date of explant: (B)(6), 2021. Manufacturer¿s reference number: (B)(4).